Manufacturer narrative:
The returned device was evaluated and a tear in the exposed portion of the soft cannula was found. It is unclear when this tear occurred as the patient did not report a leak, smell of insulin, or wet adhesive pad. The downloaded data showed no discrepancies that would be consistent with a tear in the soft cannula. No other defects or manufacturing deficiencies were found that would contribute to a failure of the pod¿s ability to deliver insulin. A root cause for the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 21.1 mmol/l (380 mg/dl) while wearing the pod between 4 and 24 hours on the leg. A new pod was applied to treat the hyperglycemia.